Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there were foreign residue inside sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: came in dirty. The probable root cause/s could be storage conditions. The device manufacture date is not known. (B)(4).

Event description:
It was reported there were foreign residue inside sterile packaging.